Event description:
In the last week, have noted 2 occurrences where patients were superficially burned by electrode pads that were used with 2 different xcite2 functional electrical stimulation (e-stim) devices. Axelgaard neurostimulation electrode pads from lot # 205342. Ref report: mw5157545.